Event description:
During surgery, the surgeon was trying to remove a screw and the prongs broke off. No delays due to back up instruments available. Add'l info received from the sales rep on 18 dec 2009. A female pt underwent original surgery for scoliosis of a neurogenic nature in 2007. The construct was from t8-s1 with pelvic fixation. On an unk date, the pt presented with pain and follow up indicated that the rods in the pelvic section had broken. In 2009, the pt underwent revision surgery where the incompass construct was removed. During the removal process, the surgeon broke the prongs off on the incompass polyaxial open screwdriver. There were five drivers involved that incurred either bent or broken prongs. The surgeon was able to remove all screws. The surgeon performed an alif at l4-l5 and l5-s1. The surgeon reconstructed with stryker and 6.0 rod.

Manufacturer narrative:
Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.